Event description:
The customer complained of experiencing high blood glucose. The customer's blood glucose readding was 385 mg/dl. The customer sounded sluggish during the phone call, so paramedics were called to assist her. When the paramedics arrived, they advised that they would check the customer and disconnected the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.